Event description:
A physician reported a cerelink icp monitor (ID (B)(6)) with cable/sensor failure message display. The patient was intubated with propofol with icp reading 17-20. The patient went for CT scan with cl monitor on battery icp remained the same though out scan as patient has wrist and bladder damage. The patient was transported back to room and the cable/sensor failure occurred. The failed monitor was replaced and after 12 hours it started working on a new monitor. The sensor was not explanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the cerelink monitor (ID 826820)  was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.